Manufacturer narrative:
A device history review was conducted. The report indicates that mark two engineering manufactured the 13.0 mm reamer head for ria, part number 352.252, lot number 7177859 for synthes work order (B)(4) and (B)(4). The supplier¿s c of c (dated 3/21/13) indicates that the parts were made to part number 352.252, revision e, and met all required specifications, including dimensional requirements for the diameters prior to slotting. The parts were inspected and conformed to incoming final inspection sheet (B)(4), revision f (dated (B)(4) 2013). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product code: hrx. A manufacturing evaluation was completed: the drive shaft is broken. Fragments with the complaint. The measurable dimensions of the reamer head and drive shaft were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specifications. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for nitinol (drive shaft) and 440a (reamer head). Initially, the part conformed to the synthes final inspection sheet. No product fault could be detected. Based on the complaint description it is likely that the devices broke due to extreme torsional forces during the attempt of loosening the blocked reamer head in the femur. Based on the provided information it is impossible to determine why the reamer head did jam during use. The technique guide does provide different notes and cautions in reference to the reaming process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history records review: criterion tool & die manufactured the drive shaft ¿ minimum 520 mm length ¿ for use with ria, part number 314.743, and lot number 5374205 (supplier lot number 14656-01). The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet. There were no material review reports or non-conformance reports generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: shaft and reamer were received broken. Reamer is stuck on a deformed rod. The reaming rod (352.032s) was returned with a 60 degree bend on one end and an s-bend on the other end. It appears as though it was bent in order to fit into the bag used to return the device. There are no additional signs of visible damage on this article. The medullary reamer (352.252s) was returned with the clamp coupling features broken off. Three of the four broken fragments were returned. The medullary reamer was returned on to the reaming rod, and could not be removed without cutting the reaming rod. Further damage to the medullary reamer was not visible. The ria drive shaft (314.743) was returned with visible signs of use (scratches) on the surface. Approximately 1cm of the hex end of the drive shaft was broken off. Approximately 30% of the broken hex fragments were returned. Notches are also visible in the spiral feature of the shaft near the hex end. No other visible damage was observed. The ria tube assembly (314.746s) was not returned. Because of the condition of the parts returned, no conclusions can be made as to whether or not device design, manufacturing process, user technique, or tolerances of the mating parts are to blame. The technique guide cautions against using a power tool with a torque output greater than 6 nm. No information was provided on the power tool used in this procedure. There is limited visibility of the mating features during assembly and notes in the technique guide describes what to look for in the irrigation holes when the drive shaft, reamer, and tube assembly are properly mating. No description of how the assembly was put together was provided with the complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A device report from synthes EU provides information from a facility in (B)(6) regarding the following event: during the reamer irrigator aspirator procedure, an issue occurred with the reamer irrigator aspirator medullary reamer head and the reamer irrigator aspirator drive shaft resulting in the head becoming jammed in the femur causing the drive shaft to break as well as the reamer head under the extreme torsional forces placed upon the instrumentation. No report of patient harm. This is report number 1 of 2 for (B)(4).